Event description:
The date of the event is estimated: (B)(6) reported a superficial wound dehiscence post operative a knee procedure where quill srs #2 pdo was used for capsular closure, size 0 pdo for subcuticular closure and staples for closure of the skin. The number of days post operative was not disclosed for this incident. The surgeon stated that when the pt was opened up, there was a complete dehiscence of the medical arthrotomy. Surgical intervention was required to repair the wound.

Manufacturer narrative:
Therefore, the expiration dates and mfg dates are unk. There were no samples available for eval. Method: none of the devices were returned for eval. The lot number was reported as unk. Furthermore, a review of the device history record could not be performed, without the lot code info. Results/conclusion: none of the devices were returned for eval. No product eval could be performed. (B)(4).